Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd¿ syringe "blew off" the mating component while injecting air into the vial with the phaseal protector and injector, splashing chemo in the employee's face. Although eyewear was worn, the employee used the eye wash and followed up with employee health. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "pharmacy director wants to report a complaint with the phaseal system. She states while injecting air into a vial using phaseal protector 515105 and phaseal injector 515003, the syringe "blew off" and the chemo drug cyranza squirted everywhere. She states this has occurred at least 4 other times using these products." "The technician splashed did have to use the eye wash and go to employee health. She had some redness on her cheek but luckily had on eyewear that protected her eyes. She will continue to follow with employee health for any future needs."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe "blew off" the mating component while injecting air into the vial with the phaseal protector and injector, splashing chemo in the employee's face. Although eyewear was worn, the employee used the eye wash and followed up with employee health. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "pharmacy director wants to report a complaint with the phaseal system. She states while injecting air into a vial using phaseal protector 515105 and phaseal injector 515003, the syringe "blew off" and the chemo drug cyranza squirted everywhere. She states this has occurred at least 4 other times using these products." "The technician splashed did have to use the eye wash and go to employee health. She had some redness on her cheek but luckily had on eyewear that protected her eyes. She will continue to follow with employee health for any future needs."